Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, (B)(4) / 2016, using the pod 5 / page 44, living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Patient reported experiencing skin irritation while wearing the pod. Pod site is described to be itchy with a red rash, the same size as the adhesive patch, and looks like a burn. Patient consulted endocrinologist and was diagnosed with dermatitis and prescribed an unknown cream. Pod worn between 4 and 24 hours.